Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported black image and error e101 occurred before sedation of a endoscopic retrograde cholangiopancreatography involving an olympus xenon light source. The procedure was completed using the same device. There was no patient injury reported.